Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 472 mg/dl at the time. The customer stated that her blood glucose level was over 400 mg/dl as the infusion set was not working. The customer's other blood glucose level was 393 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.